Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital due to falling after receipt of shock therapy. Review of stored device memory noted the device exhibited t-wave oversensing, which, resulted in delivery of five inappropriate shocks over two episodes. The patient was noted to have a bundle branch block (bbb) and the t-wave became high during the bbb waveform and was sensed. Programming changes were made to the therapy zones and the patient was monitored in the hospital. Upon further review later in the day, the bbb was noted to have disappeared and the patient returned to a normal qrs complex. No further changes were made. This product remains in service. No additional adverse patient effects were reported.